Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures scp drive unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, scp drive unit displayed on the control panel an alarm inconsistent actual value impulses/no actual value impulses (e78).there was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
D.4 the correct sn has been updated. The unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. D.4 the correct sn has been updated. Also the manufacturing date has been updated. H.11. A livanova field service engineer was dispatched the customer and replaced motor controller board for centrifuge drive. However, the error message still appeared. Engineer dismantled the board. The scpc console, the centrifuge drive and control panel have been taken out of service and should be disposed of. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the involved unit has been removed from service and will be disposed of, since it is more than 10 years old. A device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar event has been reported, neither concerning trend has been identified. Based on all the available and collected information the most likely root cause of the reported issue may be assigned to a defective hall sensor and/or its connection to the motor control board.